Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that after patient walked around the ICU, the cardiosave intra-aortic balloon pump (iabp) continuously had a "gas loss in iab circuit" error. The end user stated that all connections were tight and there was no blood in the helium line. The end user was able to restart the balloon several times, but eventually, the balloon would no longer fill. It was also noted that a possibility of fluid in the helium line was present. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found small amount of fluid in pim, to address the issue the stm replaced the pneumatic module assembly. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that after patient walked around the ICU, the cardiosave intra-aortic balloon pump (iabp) continuously had a "gas loss in iab circuit" error. The end user stated that all connections were tight and there was no blood in the helium line. The end user was able to restart the balloon several times, but eventually, the balloon would no longer fill. It was also noted that a possibility of fluid in the helium line was present. There was no harm or injury to patient and no adverse event was reported.